Event description:
A malfunction alarm identified as malf 12 was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not reported or reset the pump for this malfunction in the last 24 hours, so technical support provided instructions and assistance to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if any issues reappear.